Event description:
Patient complained of burn after muscle stimulator therapy. Output mode was hi-volt using two inch round electrodes. No further patient outcome information is available.

Manufacturer narrative:
Complainant sent in 4 pads, 2 that had little to no tack (stickiness) to them. Lead wires were evaluated and found to be acceptable. Full functional test performed on all waveforms on all channels and verified on the oscilloscope to be in specification. As a secondary means of evaluating the unit, a treatment of 20 minutes in ifc was performed with no problem. Then a 20 minute treatment in hv was run with no problem being found. System control board software revision is 3.4. Muscle stimulator board software is 2.2. Ultrasound board software revision is 2.4. Recommending returning.